Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 22-apr-2019 with the following findings: a review of the pump black box showed evidence of an unexplained reboot on (B)(4) 2019. A visual inspection of the pump the battery compartment was undamaged. The battery cap top was worn but the cap attached securely to maintain electrical connection. The battery cap contact height and width measurements were found to be within specification. A leak test revealed the pump leaked due to case cracks. During testing, the pump powered on with auditory and vibration features functioning, indicating there was power to the pump. The pump case was opened and moisture and moisture corrosion was found inside the pump, on the display, transceiver board, and display board. The complaint of intermittent power was not duplicated during investigation. Unrelated to the complaint, all of the keypad buttons were unresponsive.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was reported that the pump had intermittent power. It was noted that there was moisture behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.